Event description:
A healthcare facility in (B)(6) reported via a distributor that the port caps on the front of an rt040 interface are "popping off while in use for bipap". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested additional information from the customer regarding the reported incident. We will provide a follow-up report upon the receipt of further information and completion of our investigation.

Manufacturer narrative:
(B)(4). No complaint devices were available to fisher & paykel healthcare for evaluation. In order to try to determine the root cause of the reported fault, follow-up questions were sent to the complainant, however no additional information was received. The oxygen port caps on the rt040 mask are designed to be removable so that an oxygen line can be attached. These port caps have sufficient retention to remain in place with pressure inside of the mask during therapy. Without the return of a complaint mask or additional information regarding the setup, it is not possible to determine what caused the port caps to pop off of the masks. Our monitoring and trending of loose rt040 interface port caps has a rate of occurrence of (B)(4).

Event description:
A healthcare facility in (B)(6) reported via a distributor that the port caps on the front of an rt040 interface are "popping off while in use for bipap". No patient consequence was reported.